Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. The cause of the failure was isolated to a damaged computer analog (c/a) board. Upon investigation, liquid contamination was observed on the board. The liquid contamination caused a short between the high voltage line and ground, resulting in thermal damage to the board and multiple components. The damaged board and components caused the inability to power on. The cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.